Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During set up for the procedure, it was discoverd that the device would not drive the handpiece. The handpiece could be connected to the device but it never turned on or rotated. It also appeared that the coupler was split in half. A different device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the flex coupler was broken.